Event description:
A report was received that the pt is having trouble charging and discomfort at the pocket site. The physician decided that the pt will undergo a pocket revision and possibly an ipg replacement due to not using the device in a while.